Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was objectively confirmed based on relevant imagery provided. Available information suggests user technique/user error (kinked device) and procedural factors (high push force) likely contributed to the event as 'the valve likely became stuck at a slight bend in the sheath' prior to the onset of the valve advancement through the sheath, per reported information. Kinks introduced to the sheath or delivery system components can disrupt device advancement by altering the intended geometry and internal continuity of the system. A kink sustained on the sheath can create narrowed or obstructed regions through the inner lumen, increasing friction or impeding passage of the system through the shaft. Additionally, a kinked sheath can cause valve struts to interact with the lumen wall, potentially leading to frame damage/bent struts'especially when compounded by device manipulation. Additionally, kinks sustained along the delivery system itself can distort its profile, creating localized resistance as the system interfaces with the sheath wall, thereby increasing the force required for advancement. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the first valve; 26 mm s3u appeared to have a bent strut at the inflow of the valve upon exiting the sheath. There was increased push force needed to get the valve through the sheath. Upon exiting the sheath, a bent strut was observed. The system was withdrawn into the e sheath and the entire unit was safely removed. A new 14 fr e sheath was inserted. A new 26 mm ds and 26 mm s3u was prepped successfully deployed. There is no known injury to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, b5.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the first valve; 26 mm s3u appeared to have a bent strut at the inflow of the valve upon exiting the sheath. There was increased push force needed to get the valve through the sheath. Upon exiting the sheath, a bent strut was observed. The system was withdrawn into the e sheath and the entire unit was safely removed. A new 14 fr e sheath was inserted. A new 26 mm ds and 26 mm s3u was prepped successfully deployed. There is no known injury to the patient. Upon follow up, the fcs advised that the esheath was inserted without difficulty and was not placed at a steep angle. The expansion tool (esheath+) was used, and the loader was fully inserted into the esheath housing. Access was achieved via the right side. The transcatheter heart valve (thv) was crimped and the delivery system prepared according to the instructions for use (IFU). During the case, one edwards device 'the valve' was damaged. Specifically, one strut on the inflow of the valve was bent back on itself, with the end of the strut facing the outflow of the valve. No images of the damage were provided. The perceived root cause was that the valve likely became stuck at a slight bend in the sheath. Anatomical assessment indicated mild tortuosity and mild vessel calcification. The device was discarded and is not available for return.